Event description:
It was reported by the customer that their loi package was open in the box not sterile. This was found prior to patient contact.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted."

Manufacturer narrative:
H2: device evaluation h3: device evaluated by manufacturer "yes". Section h6 testing of actual suspect device: device evaluation: a search for related complaints from liquid optics interface (loi) gen 2 lot number 15896123 from the last 12 months was conducted and no related complaint(s) were found. One (1 opened loi gen 2 was received within original packaging confirming the reported lot number. A visual inspection of the returned product reveals minor cosmetic discolorations to the stickers of the loi product box. No other visible damage. The product was received with the tyvek lid opened. Thermal adhesive remnants are clearly visible along the rim of the tray indicating that the product was sealed according to specifications. Manufacturing record review: per manufacturing records all devices meet material, assembly, and performance specifications at the time of product release. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.